Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that infusion set cannula was kinked. It led to high blood glucose of 452 mg/dl. The patient went to the emergency room (ER) and stayed there for 10 - 12 hours and was bolused via the pump and mdi and given IV and fluids of saline and insulin. The set was in use for less than four hours. The site of insertion was thigh and the patient had moderate ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.